Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2015 with the following findings: the investigation was completed with the returned battery cap. A review of the black box revealed evidence of call service (cs) 078-0008 alarms. The pump was exercised for 24 hours and the reported complaint was not duplicated. Unrelated to the complaint, the pump case was removed; there was moisture damage was found inside the pump. Also unrelated to the complaint, the battery compartment was found to be cracked below the pad.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a call service 078 alarm issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.